Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).

Event description:
A surgeon reported a case of opacity in an intraocular lens (iol). The reporter was not implanting surgeon. The iol was implanted eleven years ago. The surgeon reported that the implanting surgeon noted opacification of the iol and a decrease in the pt's visual acuity approx one year following iol implant surgery. Approx ten months following the discovery of the iol opacification, the lens was exchanged for another MFR's lens. Eleven days following the exchange procedure, a yag laser procedure was performed. The pt's visual acuity declined further following the exchange procedure and yag laser. The pt experienced a retinal detachment with macular involvement at an unk time following the exchange procedure. No further info is expected.